Event description:
A customer reported that while using the freestyle librelink, a ¿replace sensor¿ error message was received on the 7th day of wearing the adc device. As a result, the customer was unable to obtain sensor readings and became hyperglycemic. The customer was provided an unspecified dose of insulin as treatment by the wife and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on the sensor patch. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the freestyle librelink, a ¿replace sensor¿ error message was received on the 7th day of wearing the adc device. As a result, the customer was unable to obtain sensor readings and became hyperglycemic. The customer was provided an unspecified dose of insulin as treatment by the wife and no further information was provided. There was no report of death or permanent injury associated with this event.